Event description:
The instrument tip broke during a surgery and the tip was retrieved. The surgeons removed the instrument and completed the case with a replacement instrument without further incident. The case was completed with the da vinci system. No patient harm was reported. No adverse outcome or injury was reported.